Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to moisture damage on force sensor. The insulin pump was unable to confirm prime/fill anomaly due to prime alarm. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.